Event description:
It was reported that tip detachment occurred. The target lesion was located in the iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, when the balloon was removed, it was found that the tip of the balloon was detached. The device was pulled out from the patient and the balloon tip was located in the sheath, and the procedure was completed using the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the physician details, but further information was unable to be obtained.

Manufacturer narrative:
D2b: pro code (product code): fge, lit reported here as pro code exceeded character limit for designated field. G4: premarket / 510(k) #: k141521, k141597 reported here as premarket /510(k) # exceeded character limit for designated field.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, when the balloon was removed, it was found that the tip of the balloon was detached. The device was pulled out from the patient and the balloon tip was located in the sheath, and the procedure was completed using the original device. There were no patient complications as a result of this event.